Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient was experiencing positional stimulation and also unwanted stimulation in the left arm. It was reported, the physician may undertake surgical intervention to replace the percutaneous lead with a paddle lead.